Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 800 mg/dl. The customer was admitted in the hospital. The nurse noticed that the pump had been alarming no delivery in the history. Customer was unable to troubleshoot because she is driving and couldn't provide hospital dates or details. Customer was advised to call back when she is home to troubleshoot.